Event description:
End user alleges the right side brake broke off. Not aware of where or when it happened. Asking for replacement brakes and for a service rep to come to home and replace for free. Asked end user how unit is transported, he stated the unit is put in ambulance in upright position while being taken to doctor's office. Due to history documented, no replacement issued. Advised end user of warranty replacement of part and offered service centers to contact for assistance. End user stated that invacare should pay for it and stated because of the history and his injury, he will contact attorney. End user asked for consumer affairs and wanted to speak with the person that first replaced unit. Provided extension for (B)(4) and transferred to voicemail. History is as follows: prid (B)(4) order (B)(4) replaced rollator (B)(6) 2013; prid (B)(4) order (B)(4) replaced rollator (B)(6) 2013; prid (B)(4) order (B)(4) replaced rollator (B)(6) 2014.